Event description:
It was reported that the video system center air supply level changed without permission. The event occurred during preparation for use. The procedure was done with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. Therefore, the cause could not be presumed. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.